Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported the balloon (subject device) was inflated, however, the balloon immediately deflated without assistance. No patient consequences were reported due to this event.

Event description:
It was reported the balloon (subject device) was inflated, however, the balloon immediately deflated without assistance. No patient consequences were reported due to this event.

Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed and the catheter shaft was found kinked/bent. It is possible that the kink may have been caused by either procedural factors, handling damage post procedure, or shipping damage as the kink was not originally reported in the complaint. However, since a definitive cause could not be determined, a cause of undeterminable has been assigned to the analyzed balloon catheter kinked/bent. No other anomalies were noted. The balloon was inflated during functional testing and no leaks were noted. Based on the device analysis, the reported balloon leaked inside patient was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.